Event description:
Device was found in standby mode during normal follow-up. Device was re-initialized successfully.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labelling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behavior was restored upon device re-initialization.